Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/20/2020. H3 evaluation: one sealed foil of product was received for analysis. During the visual inspection of sample, linear cut at the foil was observed and appeared to be by use of a cutter or blade. In addition, the packet presented multiples wrinkles due to excessive manipulation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch per the condition of the sample received the assignable cause of the packaging integrity is suggested to be by an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture pack was found ripped. There were no adverse patient consequences reported. No additional information was provided.